Event description:
It was reported that there were concerns of a premature battery depletion for implantable cardioverter defibrillators (ICD) device. Battery longevity is less than 3 months. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for implantable cardioverter defibrillators (ICD) device. Battery longevity is less than 3 months. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.